Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was unknown. The cloudy effluent was presumed to be a peritonitis event. The patient was not hospitalized for the event. Treatment and patient outcome were not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.